Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed the subject meter "gave results 100 points greater compared to pod". No specific blood glucose values were provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.